Manufacturer narrative:
Date rec¿d by MFR : 28mar2019. Philips technical support verified the brightness is set to maximum. Advised customer to replace the liquid crystal display (lcd) assembly. A follow up with customer was done and the customer stated that parts are on order. Customer asked no further follow up for the service/repair of the device to be done. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports dim display. No patient/user harm reported. Event date not specified; estimate used.